Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused difficulty breathing and a white mark was found on the lung. The patient did report receiving medical intervention and went to the doctor and had x-rays done. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.